Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device. It was also reported that the explanted device is not available for analysis. This report is filed september 27, 2013.

Manufacturer narrative:
This report is filed january 19. 2015.